Event description:
It was reported that the lumbar cistern tube was detached from the interface joint. It was also indicated that the tube was pulled out, for fear of an infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).